Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that he receives an alarm and hyperglycemia event. High blood glucose level displayed high and he drank water, got picked up from school early. In troubleshooting it was found that blockage is located at the site. No further information was available.